Event description:
The customer reported that there was a communication failure error message. This error resulted in a system lock up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply connection and the fuse holder on the power signal interface pcb were evaluated and repaired. The system was tested and found to be working as intended and returned to service.